Manufacturer narrative:
Kimberly-clark was initially alerted on april 2, 2019 however we received sufficient information to enable processing of the event on april 30, 2019. K-c has reached out to the reporter to request further consumer information including product information and situation details. A brand name, UDI or manufacturer lot code were not provided. The reported brand name is the default for when tampon brand was not given. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated that the consumer reported the tampon unraveled and pieces of tampon pledget remained in her body.